Event description:
Pt at (B)(6) was found out of breath after being treated with vpap iii st-a qn. CPR was administered to the pt and the pt survived.

Manufacturer narrative:
Resmed has made requests for the device to be returned so that an engineering investigation could be performed. As this has not occurred, resmed is unable to confirm the alleged malfunction at this time.